Manufacturer narrative:
An event regarding alleged pain involving a triathlon pkr insert x3 #5 8mm was reported. The event was not confirmed. Method and results: device evaluation and results: could not be performed as no items associated with the event were returned for evaluation. Medical records received and evaluation: not performed as no patient medical records were provided for review. Device history review: all devices accepted into final stock conformed to specification. Complaint history review: not performed as no device specific failure modes were identified. Conclusions: the event could not be confirmed nor the root cause determined because the devices were not returned for evaluation and no medical information was provided. If the devices and/or additional information are received, this investigation will be reopened and re-evaluated. A CAPA trend analysis was conducted for the reported failure mode and concluded pain may result from other factors not necessarily related to the device. No further investigation for this event is possible at this time as no devices and/or insufficient information was received by stryker orthopaedics. If devices and/or additional information become available, this investigation will be reopened.

Event description:
Surgeon commented that patient was experiencing lateral compartment pain. Decided to convert medial uni to a total knee.

Manufacturer narrative:
The following other devices were also listed in this report: triathlon pkr baseplate #5 lm/rl cat# 5620-b-501; lot# kusva. Triathlon pkr femur #5 lm/rl cat# 5610-f-501; lot# kfta. It cannot be determined which, if any of these devices may have caused or contributed to the patient's pain. An evaluation of the device cannot be performed as the device was retained by the patient and was not returned to the manufacturer. Should additional information become available it will be reported in a supplemental report upon completion of the investigation.

Event description:
Surgeon commented that patient was experiencing lateral compartment pain. Decided to convert medial uni to a total knee.